Event description:
A malfunction was reported by the caller due to the pump running out of battery, leading to a malfunction alarm when it restarted. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.